Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Event description:
A customer reported the cutter stopped cutting during a procedure. The status of the aspiration function was not provided. There was no known patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One 25+ sample was returned for evaluation for the report of probe cannot cut. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. No movement of cutter. Cut testing was performed and deemed nonconforming. No movement of cutter. The sample was disassembled and the components inspected. There is approximately 20 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when removing the inner cutter from the needle. Wear marks at the bend area. Probe needle was not bent; however the inner cutter is kinked. Some gouging observed at areas on the inner cutter. The actuation test was performed on the disassembled probe and the actuation test was then to be found conforming. The initial test was deemed nonconforming due to no movement of cutter. A retest showed the sample was able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Addition testing will dislodge the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does confirm the probe had an actuation issue. The reason for the actuation nonconformance is due to the cutter had no movement. The exact root cause for the probe being stuck in the port cannot be determined from this evaluation. It is most likely due to the kinked inner cutter and the interference that impeded the movement of the cutter shaft during the 20 minutes of surgical use. This interference is present as observed from the wear marks at the bend area and gouge marks along the inner cutter. How and when the inner cutter became kinked could not be determined from the evaluation. When the interference was removed during the disassembly of the probe, the actuation test was conforming when retested. No specific action with regard to this complaint was taken because the probe met specification for the report issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).